Manufacturer narrative:
There were no alarms on the last calibration performed on 14-sep-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, an abnormal sample aspiration error was observed. This is an indicator of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. The sample gel tube was initially processed on a modular pre-analytics system, but the sample volume was insufficient for troponin t testing. The sample was then poured into a false bottom tube and placed on the e 602 analyzer for testing. The initial troponin t result from the e 602 analyzer was 55.76 ng/l and this value was reported outside of the laboratory to the doctor. The doctor did not believe the value, so the sample was repeated, resulting in a value of 8 ng/l. The troponin t reagent lot number was 51205001, with an expiration date of 31-may-2022.